Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and material tests were appropriately documented. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that an during an acl reconstruction using the screw-screw technique, when placing the first screw biosure regenesorb which was the femoral, the screw entered through the tunnel and fixed the 8mm tunnel´s graft, it was then intended to proceed to fix the tibial; however the physician felt that the graft was loose; when it was reviewed, it was found that the screw was fractured and had to be removed in parts. Surgery resumed after a non-significant delay of 15 minutes with a back-up device. Patient´s health was not affected. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).